Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Device image analysis indicated average monthly voltage and current trends were normal. Analysis of device image showed that device was set to auto-capture. When device is set to auto settings the pacing may change based on requirements of the patient and may cause change in estimated longevity. Further analysis did not find any anomaly and battery voltage was at eol. Longevity assessment was performed and device was found to have exceeded the estimated longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up with the elective replacement indicator alert triggered for the implantable cardioverter defibrillator. The clinician stated that in (B)(6) 2020 there was an estimated battery longevity of at least 11 months, and that there was a discrepancy, and suspected premature battery depletion. The were no patient consequences nor interventions reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes the the pulse generator was explanted and replaced. The patient was discharged and there were no adverse patient consequences.